Event description:
It was reported that the patient had an old lead that was no longer in use. The patient believed that the old lead had surfaced through her abdomen. The patient believed it was the old lead and it had wrapped around an old abdominectomy scar. The patient attempted to contact her physician but had not had any success getting old of them. The patient stated that she was going to a walk in clinic. At the time of the report the patient was alive with no injury. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).